Event description:
It was reported that: during a case, the user was placing an og tube. The user noted that the tube may have been placed into the trachea rather than the stomach. At that point, the ventilator stopped functioning in volume mode. The user attempted manual mode, but could not ventilate the pt. The reservoir bag remained extended. The apl valve was all the way open, but did not relieve the pressure. The pt was then switched to an ambu bag and then another anesthesia unit.